Event description:
The customer reported that they received an erroneous result for one patient sample tested for free thyroxine (ft4). The sample initially resulted as 71.70 pmol/l when tested on an e601 analyzer. It was not clear if the result from the e601 analyzer was reported outside of the laboratory. A clarification has been requested. The sample was repeated on a beckman analyzer, resulting as 12.9 pmol/l. The 12.9 pmol/l value fits with the patient's clinical picture. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. An e601 serial number of (B)(4) was provided, but it was not clear if this e601 serial number was used at the time of the event. A clarification has been requested.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A sample from the patient was provided for investigation. It was determined that an interference factor to streptavidin used in the ft4 assay could be found in the provided sample. This interference is covered in product labeling.

Manufacturer narrative:
The e601 analyzer used at the time of the event was serial number (B)(4). It has been confirmed that only the correct result was reported outside of the laboratory.